Event description:
Upon interrogation, the device was found at eri. Technical service reviewed the session records and decided this was normal mid life behavior. The device was explanted and not replaced. The patient was stable.

Manufacturer narrative:
As received, the device was returned for analysis. A longevity calculation revealed the battery depletion was normal. However, it was revealed that the longevity estimate given to the field by the programmer was incorrect. Additional testing was performed on the device and all parameters were normal with no anomalies. A root cause for the inconsistent remaining longevity estimate near elective replacement indicator (eri) indicated by the programmer was not identified.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received by abbott technical support indicating the merlin programmer overestimated the longevity of the device and that there was no premature battery depletion. Session records were reviewed and confirmed normal elective replacement indicator (eri). The device was explanted and replaced due to the overestimation. The patient was in stable condition. The programmer was reported under related manufacturer report number: 2017865-2017-06844.